Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify software error detected due to blank display. Unit received with corroded battery tube and corroded motor home switch. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had software error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.